Manufacturer narrative:
Device manufacture date: may 20, 2016 ¿ may 23, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume infusor during infusion. The reporter stated that even with the cap left off, the solution never flowed. The device was filled with an unknown drug and air was removed from tubing during priming. A flow was observed after priming the device. There was no patient injury or medical intervention associated with this event. No additional information is available.